Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) missing a connector pin was confirmed, as the returned mpu (B)(6) was observed to be missing a pin from its white lemo connector upon arrival. The missing pin was identified as pin 5, which is responsible for the mpu communicating data to the system controller. The mpu was received at the european distribution center. The unit was functionally tested and was found to perform as intended despite the observed damage. The mpu¿s patient cable was replaced with a new component. Preventive maintenance was performed, and the serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number mpu-29392, showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. G, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's mobile power unit (mpu) had a broken pin on the connector side. No alarms were noted. The mpu was exchanged.